Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that despite multiple attempts with multiple cables, the pump was unable to initiate charging. Customer's blood glucose level was 165 mg/dl. The customer continued to use the pump, and had back up needles for insulin therapy.